Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.   Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on per medical records (B)(6) 2010 the patient underwent following procedures: 1) exploration of wound in patient with previous extensive spine surgery. 2) decompression, right l3-4 and l4-5, with lateral recess stenosis and foraminal stenosis, multifactorial. 3) microscopic nerve root dissection, l3, l4, l5. 4) open reduction segmental internal fixation with insertion of pedicle screws, l3-4. 5) posterior spinal fusion, l3-4. 6) intraoperative fluoroscopy. 7) intraoperative plasmapheresis. 8) bone graft. 9) allograft. 10) application of bmp. 11) application of bone growth stimulator. 12) pedicle screw stimulation. Preoperative diagnosis: 1) post-laminectomy syndrome. 2) spondylolisthesis. 3) spinal stenosis, multifactorial. Perop notes: using intraoperative fluoroscopy, identified the orifices and orientation of the pedicles at l3 and l4 with confirmation with real time surgeon interpretation of al fluoroscopic images. A 4mm bur was then used to gain access into the pedicle itself by the awl. This was then followed by the probe and then the tap. Each step of the way, used ap, lateral and oblique fluoroscopic images with real time surgeon interpretation of all films. This of course increased radiation exposure to the entire surgical team. The 6.5x40mm screws were inserted into the body of l4. Reciprocal steps were done on the contralateral side for a total of 4 pedicle screws actually being inserted. The surgeon then directly interfaced with the spinal cord monitoring system and performed pedicle screw stimulation x4 screws. Once this was done, attention was then turned towards p reparation of the fusion bed. The wound had been previously irrigated out with copious amounts of antibiotic irrigation. Appropriate decortication was then accomplished in usual fashion and fusion bed was prepared. A posterolateral inter transverse process spinal fusion was then accomplished with the use of bone graft in the combination with coralline allograft supplemented by autologous growth factor that had been gleaned from intraoperative plasmapheresis performed during the case of the development of and augmentation of the posterolateral inter transverse process spinal fusion mass. This was performed in a log-type formation and then wrapped in an application of bmp, thus accomplishing all goals of the fusion aspect of the surgery. Attention was then turned to stabilizing the unstable segment. (B)(6) 2010 the patient was presented for office visit with back pain. Patient reported problems of bowel which consist of incontinence. Diagnosis: 1) spinal stenosis 2) internal disc disruption 3) facer syn 4) post laminectomy lumbar syndrome 5) right sciatica. (B)(6) 2010 the patient underwent MRI of the lumbar spine. Impressions: 1) mild dextroconvex scoliotic curvature of the lumbar spine centered l2-3. There was a hemangioma within superior left l4 vertebral body. 2) mild facet arthropathy and thickening of ligamentum flavum produce borderline narrowing of the ap diameter of the central canal. The neural foramina are patent. (B)(6) 2010 the patient underwent CT scan of the lumbar spine. Impressions: I. Disc bulges at the decompressed levels particularly at l3-l4 result in focal central canal stenosis and lateral recess stenosis and compression of the descending nerve roots as described above. 2. Left paracentral disc osteophyte complex at ls-s 1 results in focal central canal stenosis and compression of the descending nerve root. Left foraminal stenosis with mild compression of the exiting nerve root. (B)(6) 2010 the patient was presented for office visit. Impressions: 1) spondylolisthesis 2) disc herniation 3) disc space degeneration 4)radiculitis. (B)(6) 2010 the patient was presented for office visit. Impression: 1) spondylolisthesis, 2) stenosis (B)(6) 2010 the patient was presented for office visit for follow up. No complication was reported. (B)(6) 2010 the patient underwent xrays of the lumbar spine. Impressions: post surgical changes involving the lower lumbar spine with posterior fusion and laminectomies. (B)(6) 2010 the patient was presented for office visit with pain as constant, dull and stabbing. (B)(6) 2011 the patient was presented for office visit with back and feeling very sore and aggravated. (B)(6) 2011 the patient was presented for office visit with back pain. (B)(6) 2010, (B)(6) 2011, (B)(6) 2012 the patient was presented for office visit with pain in lumbar area and sleeping problems. 1) benign essential hypertension, 2) gout arthropathy, 3) degeneration of lumbar or lumbosacral intervertebral disc. (B)(6) 2012 the patient was presented for office visit with muscle spasm and cramps located in the left thigh, right thigh and right buttock. Assessments: 1) benign essential hypertension, 2) gout arthropathy, 3) degeneration of lumbar or lumbosacral intervertebral disc 4) cramp in limbs. (B)(6) 2013 the patient was presented for office visit with abdominal and back pain. Assessments: 1) epigastric abdominal pain, 2) degeneration of lumbar or lumbosacral intervertebral disc 3) gout arthropathy. (B)(6) 2013 the patient was presented for office visit with incisional hernia along with radiating pain to left upper quadrant and right upper quadrant. Assessments: 1) abdominal pain, epigastric; 2) spinal stenosis. (B)(6) 2013 the patient was presented for office visit with low back pain radiating down to both legs. Assessments: 1) lumbago 2) degeneration of lumbar of lumbosacral intervertebral disc.